Event description:
It was reported; lifepak cr2 device, "customer states that this unit appears to be dead; no flashing indicator and will not power on". In this state the device may not be able to provide defibrillation therapy if needed. There is no patient involvement in this event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the issue was battery life shorter than expected. The device was destructively tested. Stryker provided the customer with a warranty replacement device and archived the returned device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported; lifepak cr2 device, "customer states that this unit appears to be dead; no flashing indicator and will not power on". In this state the device may not be able to provide defibrillation therapy if needed. There is no patient involvement in this event.